Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed to be an external leak. The leak was coming from under the end cap of the dialyzer. Test strips were not used to confirm the leak. The machine did not alarm. Estimated blood loss was less than 100cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. Sample is available for manufacturing evaluation and has been requested.